Event description:
It was reported the asymptomatic patient presented in clinic during follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was successfully performed and restored the device. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.